Event description:
A health professional reported a patient had acanthamoeba keratitis while using this product. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records for the lot could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. This product is enrolled in the stability program in which it is tested according to this product's stability specifications on a set schedule. All compounding, filling mbrs are subjected to two independent reviews. In addition, prior to product release, chemistry and microbial finished product results, environmental, utilities, bioburden records and sanitization records are reviewed. All primary incoming components are inspected by qa and are verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. Manufacturing areas are routinely monitored for environmental. There were no adverse trends for grade a percent growth during this review period for the contact lens care production lines. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).